Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, 4fr power PICC solo inserted 04.09.25 trimmed to 48cm and placed at 9 cm to skin. Hole noted in the PICC on flushing prior to chemotherapy treatment on (B)(6) 2025. Unsure if this is external or internal as this hasn¿t been documented. PICC anchored with 4fr securacath. No harm has come to patient however their treatment was delayed until a further PICC could be inserted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is inconclusive due to the state of the returned sample. One photograph of a powerpicc solo catheter was returned for evaluation. An initial visual observation of the photograph showed 8 powerpicc solo catheters in clear plastic bags associated with 8 different pir numbers. For the powerpicc solo catheter associated with the pir number for this parent record, no details of leakage, damage, or use residue could be discerned due to the quality of the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.